Event description:
The customer's father stated, that the customer was hospitalized for high blood glucose and the reading was 29.0 mmol/l. The customer had ketones and was vomiting. The medical doctor did not know the reason for the customer's high blood glucose levels. But, the clinic stated, the customer may have been sick. Troubleshooting was performed and the programming was correct on the insulin pump. The father was unable to further troubleshoot during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.